Manufacturer narrative:
The device subsequently was explanted and replaced after 48 months of implant, with no adverse effects. The reporting status is changed to serious injury from malfunction due to explant with possible premature depletion previously suspected. This report will be updated when analysis of the returned device is conducted.

Manufacturer narrative:
Subsequent device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.42 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.

Event description:
Boston scientific crm received information that this guidant cardiac resynchronization therapy-defibrillator (crt-d) was associated with a battery measurement of 2.57 volts after 33.5 months of implant. This device is included in the 4/5/2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed the advisory details. The voltage at 27 months was not known, so it could not be immediately determined if this device was meeting the definition of premature battery depletion according to the advisory criteria. Ts recommended monthly device follow-ups and replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remained implanted and in service.